Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump am/pm time setting was incorrect, cause was unknown. As a result, pump sleep mode did not activate at night as expected, leading to a low blood glucose (bg) level of 50 mg/dl. Low bg was addressed by consuming carbohydrates. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.